Event description:
Been extremely exhausted. I have been bleeding the entire time that I have had it. I started producing milk. I have been very moody. My neck started hurting a couple weeks ago. I keep having horrible headaches. My stomach keeps swelling. I keep getting nauseous.